Event description:
Welch allyn, inc. Transportable physiologic monitoring system would not work if it wasn't plugged in to the outlet. The vital sign monitoring system was charging against the wall prior to attempted use. The device doesn't hold a charge.